Manufacturer narrative:
An investigation into the reported event has been initiated under (B)(4). Once the investigation has been completed, a follow up report will be submitted with the investigation results and any actions taken by the manufacturer. G2: canada.

Event description:
It was reported that before surgery, during testing, the unit was not working due to plate that holds the blade roller, the edge appeared dented and out of shape. Further it was confirmed that the unit was leaking air from the hose connection. There was no patient involvement. Due diligence is in progress.

Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Following sections were updated or corrected: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, and h11. Review of the most recent repair record identified the following related repair: rpms could not be verified because the device failed to power on. The control bar was not in position. Calibrations were in at all readings. The control bar was adjusted. All worn or damaged components were replaced. The device was tested and calibrated. The device passes all tests and checks per procedure. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional information available regarding the event.